Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited an atrial bipolar lead impedance warning for low impedance with an atrial polarity switch. The ra lead remains in use. No patient complications have been reported as a result of this event.